Manufacturer narrative:
Investigation completed on a smiths tracheostomy/pvc - portex tubes blue line ultra (blu). Samples from picture one sample from pn: 100/860/090. Picture two revealed no abnormalities. Then reported on picture three the pilot balloon was inflated and immersed under water to detect leakage. Results revealed no air bubbles come out of the cuff and complaint has not been verified. The engineering process was reviewed and device manufacturing passed at 100% with no abnormalities. Root cause was not established as device sample passed testing

Event description:
Investigation completed and summary in h 10.

Event description:
It was reported that a customer used a smiths medical trach tube with 8.0 mm of diameter for a patient, but it did not fit the patient. So the customer changed it to one with 9.0 mm. However, leakage of air occurred in it. No adverse patient effects were reported.